Event description:
The physician reported seeing a eos indicator and observed that the battery depletion may be premature as the device was implanted for less than 2 years. The physician programmed off the generator because of the eos reading. The patient's diagnostics were all ok. A review of device history records for the generator shows that no unresolved non-conformances were found. The patient is also experienced a recent increase in seizures which was attributed to the battery depletion. Patient was referred for generator replacement but no known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement due to eos (disabled). The explanted generator has not been received to date.

Event description:
The suspect generator was received. The reported allegations of ¿premature end of life was duplicated in the lab. During the bench interrogation, the pulsedisabled and eos warnings were set. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests: supply current 2ma/normal, supply current off, supply current off sense, trim diagoncurrent, magnet detection normal, and magnet response. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test revealed that the generator passed all the previously failed tests except magnet detection normal and magnet response, which are due to the need for updates to the test software. Final electrical test and bench test results ensures proper reed switch (magnet related) operation. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported premature end of life.